Event description:
Coiling treatment of an aneurysm. It was reported the coil was deployed inside the aneurysm. During delivery of the second coil, the previous implanted coil came out of the aneurysm and flowed distally to the aca. Multiple attempts were made to retrieve the coil, but without success. It was reported the pt had surgical intervention.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt. (B)(4).